Manufacturer narrative:
No product was received for evaluation. A supplier corrective action request has been opened to address this with the contract manufacturer. An 806 notice has been provided to the FDA.

Event description:
A report was received on 22 apr 2024 from a health system professional who stated a dialysate bag broke and the electrolyte solution splashed onto the left eye of a nurse while initiating renal replacement therapy on (B)(6) 2024. The nurse utilized the eyewash station with no report of medical intervention. Although requested, additional information about the event was not provided.